Manufacturer narrative:
For information regarding the revision surgery, please reference manufacturer report # 3004209178-2017-16249. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative (rep) submitted return paperwork. The components were received on 2019-apr-08. No further complications were reported/are anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator was not possible as the event is a non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial #: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. For information regarding the revision surgery please reference manufacturer report # 3004209178-2017-16249. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) via the healthcare professional (hcp) on (B)(6) 2019. The patient¿s system will be explanted again on (B)(6) 2019, per the hcp. The hcp reports that the patient was walking their 2- 100lb dogs on (B)(6) 2019 and was ¿yanked¿ by them. Since then, the patient has been to the ER 3 times, with all work ups coming back negative. Per the hcp, leads have not moved. Per the hcp, the patient was admitted to the hospital for hypertension secondary to pain. The patient and their wife are requesting that the device be explanted. Additional information was received from the rep on (B)(4) 2019. The stimulator and leads were explanted on (B)(6) 2019. System returned to writer and will be mailed to the manufacturer for analysis. In addition to the information that they provided (B)(6) 2019, they spoke with the hcp when they picked up the explanted device on (B)(6) 2019, and they reported that the patient stated that device was working appropriately, but the patient and wife wanted it explanted because the patient found out that they have a carotid dissection that will eventually need surgery on in the future and that their doctors wanted it explanted for that reason as well. The rep has no further information on the matter. No further complications were reported/are anticipated.